Event description:
Ventilator "battery low" alarm continuously going off while on patient. No harm to patient. Vent changed out. Ventilator malfunction- ok to test. Sent for review. Vent rechecked, after new battery installed. Showed improved battery health and was returned to service. No harm to patient.